Manufacturer narrative:
Based on the completed investigation, the identity of the foreign materials could not be identified. It is likely that they remained in the device because reprocessing deviated from the IFU. The root cause could not be definitively determined. This event is detectable and preventable by handling device in accordance with the following IFU: IFU document no.: rc4242 rev.: 10 section: chapter 3 preparation and inspection IFU document no.: rc4243 rev.: 3 section: chapter 5 reprocessing the endoscope (and related reprocessing accessories) should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, a foreign object was observed on the gastrointestinal videoscope's auxiliary water tube and air/water channel. There was no patient involved.